Manufacturer narrative:
(B)(4). The cause of the architect cyclosporine imprecision is due to an interaction between the architect cyclosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv lots lower than 06083p100 can be used together.

Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated cyclosporine results for five patient samples. The customer replaced the reagent with a different lot to resolve the issue. The customer did not provide patient data. The falsely elevated results were not reported outside the laboratory and there was no adverse impact to patient management reported.